Event description:
The device was used during a gynecological procedure. Reportedly, the instrument locked on the tissue. The surgeon resected the tissue at the application site to remove the device. The hosp has no add'l info at this time.